Event description:
It was reported that the surgeon was inserting a t pal cage into the patient at l4, 5 as recommended in the surgical technique. As he went to loosen the applicator knob to angle the cage into position, he thought that the cage might not be loaded correctly as the inner shaft had come loose from the outer shaft. The surgeon decided to detach it from the implant holder and then used a minimally invasive posterior instrument (mipi) punch to move the cage to its final position. He checked the position of the cage on x ray and was happy with the final positioning. On closer examination of the implant holder, it became clear that the ball tip on the applicator inner shaft had snapped, meaning there was nothing holding the inner shaft with the attached implant to the applicator outer shaft and applicator knob. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the distal tip of the instrument had indeed broken off. It is possible that the damage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. This complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.